Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Medical records were provided and have been reviewed by post market clinical staff and physician. Patient with end stage renal disease on home peritoneal dialysis (pd) using the liberty cycler, reportedly, patient suffered an event of peritonitis, uncomplicated and treated as an outpatient. Peritonitis is known complication of pd caused by poor aseptic technique or a break in the sterile field. This event of peritonitis may have resulted from user error. A supplemental report will be submitted upon completion of the plant's investigation. This medwatch report is associated with MDR #2937457-2014-00880 and 8030665-2014-00444.

Event description:
Through the review of medical records received on (B)(6) 2014 for an unrelated event, it was reported that the patient was diagnosed with peritonitis on (B)(6) 2011. Findings from the medical records: on (B)(6) 2011, the patient was seen in the peritoneal dialysis (pd) clinic with a complaint of not feeling well which started yesterday afternoon. He had nausea, vomiting, diarrhea and stomach cramps. A cloudy pd fluid sample was obtained by the pdrn for culture and gramstain. He was started on cefazolin 1 gm and ceftazidime 1 gm intraperitoneal in the clinic and daily until culture results came back. On (B)(6) 2011, the patient had his ccpd tubing changed in the pd clinic. The pdrn reviewed possible contamination and the disinfection procedure as well as touch versus gross contamination related to the pd technique. The patient admitted that about two days prior to becoming sick, he did have an episode where he had to disconnect to go to the bathroom. When he reconnected, he stated the tubing went on crooked and fluid leaked out so he readjusted it and went on with pd treatment. The patient's wife stated that one of his dogs went into his room to wake him up.